Event description:
It was reported that the fiber broke and was not able to be used.

Manufacturer narrative:
The returned complaint sample was confirmed to be broken as reported by the complainant. The area of breakage was evaluated under magnification and was noted to have snapped, with evidence of tearing/stretching of the fiber jacket. It is acknowledged mechanical force placed on the unit was likely the root cause which contributed to the breakage of the fiber. The customer stated the product was broken within the packaging prior to use, however device records indicated the unit was manufactured to all applicable specifications which includes confirmations regarding the state of the unit within packaging prior to release for distribution. The fiber returned was confirmed with no recorded usage on the rfid tag. It is acknowledged all thulio laser fibers are 100% power tested and visually inspected prior to release which confirms the operational capacity and state of the fiber. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. No defects related to the manufacturing of the device were revealed during this investigation.